Event description:
The physician inserted the micrusphere 10 platinum microcoil into the hub of the sl10 microcatheter. There was no resistance felt while the coil was being pushed; however, the physician noticed that the coil was coming out of the sheath proximal to the microcatheter hub. The coil was found to be damaged during product analysis. The physicians did not do a coil inspection in a bowl of saline. The physicians are uncertain if the coil was well positioned within the hub of the microcatheter. This was the 1st coil used in treating the 2nd aneurysm. Three additional coils were introduced into the microcatheter without difficulty.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unit (dpu) and the coil were found to be protruding outside the sheath. The 6.6mm coil was stretched to a length of 61.0cm at the proximal end. At the protrusion area, the slit was opened for a length of 3.0cm. The coil exhibited compression in the form of snaking inside the sheath. The first 2 secondary loops off the fall tip were undamaged. The proximal end of the coil was received severely damaged. The evidence suggests that distal interference contributed to both the device positioning unit (dpu) and the coil¿s protrusion outside the sheath. The exact source of this interference cannot be determined. It is also unknown if the opened skive contributed to the complaint event or was the result of the dpu protruded through the skive as no mechanical damage was found to the sheath. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. Since there was no evidence that the event was related to a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.